Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge was found fully separated from the minicap. This was identified before use, when the packaging was opened. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report four of eight.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found the sponge out of the minicap. The reported condition was verified. The assignable cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.